Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 33 staples remaining in the cover block, indicating that at least 2 staples were fired by the customer. The trigger was returned not engaged. Clear evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon the engagement of the trigger, the first three staples were not able to fully form and release. The device was disassembled, it was observed that the anvil was improperly positioned. The anvil's position was fixed, and the device was reassembled. Upon engagement of the trigger, the next two staples were able to fully form and release. On the sixth and seventh attempt, the staples were not able to fully form. On the eighth, ninth, and tenth attempt, the staples were able to fully form and release. On the eleventh and twelfth attempt, the staples were not able to fully form. The device was disassembled, it was observed that the anvil of the complaint sample was improperly shaped when compared to the lab inventory anvil. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. The reported complaint of misfire/jamming - info not provided was confirmed based upon the sample received. The device was disassembled, and it was observed that the anvil of the complaint sample was improperly shaped when compared to the lab inventory anvil. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".